Event description:
According to the info received, a pt experienced bleeding on and off for 12 hours until a cold compress stopped it. Hosp did not want to see him but instructed him to use a smaller catheter. The pt then switched to smaller catheters, which seemed better and he has since been using the smaller catheters without incident. Pt has been catheterizing for 2 years.

Manufacturer narrative:
Three catheter samples were received for examination and testing, which concluded that the product was performing according to specifications, including its tips and eyelets and coating and friction parameters. A review of the lot history records indicates no nonconformances for raw materials or during in-process or final inspections. There were no deviations that could be related to the complaint. According to the info received, although there was bleeding, there was no serious injury and the pt has returned to using a smaller-sized catheter. There were no add'l complaints registered for this lot.